Event description:
It was reported that during engineering evaluation it was discovered that the craniotome device "tip was bent". This event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  An assessment was performed which found that the tip was bent.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be due to improper use and mis-handling.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.